Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user saw his gasteroenterologist (gi) on (B)(6) 2016 and was told that he was cutting the wafer opening to small which is causing the stoma to bleed at times. The end user reports that last week he exhibited bleeding from the side of stoma that was resolved by applying a cool compress, however there is no bleeding currently. It is stated that the end user has been cutting the moldable wafer for the past month. The end user was advised this product is designed to be molded, not cut by his physician.